Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The user in (B)(6) reported blood glucose results of 16.9 and 11.4 mmol/l with onetouch veriopro meter, performed within 20 minutes of each other. There was no adverse event associated with this issue. As the results fell outside expected values for precision testing, this complaint is being reported.

Manufacturer narrative:
Follow-up # 1 ((B)(4) 2012)-device evaluation: the products involved with this complaint have been returned and evaluated by product analysis with the following findings: on (B)(4) 2012, the meter passed testing with no faults found. On (B)(4) 2012, the test strips have passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.